Event description:
It was reported that the customer is having a hard time reading the second and third digit areas on the device. Customer reported that the problem is located on the bottom display of their device monitor. It was also reported that the unit is able to engage in monitoring activities. There was no patient involvement.

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.